Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: nozzle has foreign objects; due to deformation of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; an abnormal sound is made due to damage on upwards/downwards knob; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; scope cover has a scratch; adhesive around objective lens is peeled; light guide lens has a crack; distal end cover has a scratch; connecting tube has a scratch; due to damage on zoom (coupled charging device ccd), zoom does not work smoothly; adhesive around objective lens is peeled; zoom connector has a scratch; universal cord has a scratch; flexibility adjustment ring has a scratch; grip has a scratch; connecting tube has a scratch; switch box has a scratch; control unit has discoloration; zoom connector is dirty due to water leakage; electric connector has discoloration due to water leakage; protector of universal cord on scope connector side has a scratch; due to wear of angle wire, bending angle in upwards direction does not meet the standard value. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5,e1,g2(unmark user facility and other) additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. However, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.